Event description:
It was reported the customer had damage to their insulin pump. Customer stated there was damage along their battery compartment, near the serial number in the back. Customer also reported several cracks on their insulin pump. The customer's blood glucose was 198 mg/dl. The customer was unsure how the damage occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked end cap. The insulin pump was also received with minor scratches on lcd window. The insulin pump was received with no cracks on battery compartment.